Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, clinic felt that the device battery should have lasted more than six years. The device had not been used while implanted in terms of shock and pacing. The clinic misinterpreted the eri < 3 months as device being at eri. Device was explanted and replaced. The clinic believe that they would not have replaced the device at this time, if the programmer did not display eri<3months in red. The patient's condition was unaffected by the event. Patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.